Event description:
Medwatch states: patient had revision arthroplasty at another facility, unknown date, md reported that at the time there was a lot of bone loss proximally. She presented with a fracture prosthesis, about 1/3 of distance from the proximal end where the stem starts to narrow. The broken stem was removed and a revision stem was inserted. The femur was not fractured as a result of the stem breaking.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.